Event description:
It was reported that there was a broken spike on a uv flash transfer set. This occurred during the use of the device. There was patient involvement; however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found the uv flash spike to be broken and a connector to be discolored. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The device was confirmed for the reported problem. The cause of the broken spike could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is in the process of being evaluated. The initial evaluation has confirmed the reported condition; however the root cause has not yet been determined. Upon completion of the evaluation or if any additional relevant information becomes available a supplemental report will be submitted.